Event description:
It was reported that the battery was giving an error message and was possibly melted. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, high amounts of current flowed through and caused a localized heating event, deforming the housing. This event was most likely due to poor welding on the weld staps that connect the battery cells together.